Event description:
The pt underwent an artificial urinary sphincter placement. Postoperatively, the pt developed urinary retention and a suprapubic tube was placed in the immediate postoperative period. After six weeks, there was an attempt to activate the artificial urinary sphincter. It would not cycle properly and never functioned. The pt was readmitted for artificial urinary sphincter revision and replacement.